Manufacturer narrative:
The customer¿s report of a programming error that led to an overinfusion of fentanyl was identified as due to a user programming issue (custom concentration) in the pcu event log. Test results: n/a, log review only. The device error logs and primary IV tubing were not received for investigation. The pcu event log indicated the user programmed a custom concentration infusion of fentanyl (cl) drugid 162 with parameters that calculated the rate to be 12.5ml/hr instead of the intended 1.25ml/hr. The root cause that led to an overinfusion of fentanyl was identified as due to user programming. Log review only.

Event description:
It was reported that at 1200 the nurse programmed the device to administer fentanyl 2000mcg/100mls to infuse at a rate of 25mcg/hour (1.3mls/hour). However, at approximately 2200, it was found that the device was programmed to infuse the fentanyl at 200mcg/100mls at a rate of 250mcg/hr (12.5mls/hour), resulting in an over infusion event.